Event description:
It was reported that during an unknown procedure, the tissue pad had become loose but did not come off. They used another like device to complete the case with no patient consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. However, the cause of this type of damage is currently being investigated. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.